Event description:
It was reported that during an x-ray examination in preparation for cruciate ligament reconstruction, a needle-like object approximately 3 cm long was discovered in the region of the popliteal fossa. The fractured piece was removed during the cruciate ligament surgery. During removal, it was discovered that the fractured piece was the long tip of the juggerstitch setting instrument that had fractured during a previous procedure approximately 4 months prior. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). During implantation, 5 implants were used. It is unknown which setting instrument fractured. The fractured instrument is one of the following: lot number: 742880, UDI number: (B)(4). Manufacturing date: jan 27, 2021, expiration date: jan 27, 2026. Lot number: 382760, UDI number: (B)(4). Manufacturing date: aug 6, 2020, expiration date: aug 6, 2025. Lot number: 773000, UDI number: (B)(4). Manufacturing date: jan 21, 2021, expiration date: jan 21, 2026. Lot number: 298040, UDI number: (B)(4). Manufacturing date: mar 16, 2021, expiration date: mar 16, 2026. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d6a- not implanted, corrected h10-lot number: 742880 UDI number: (B)(4). Manufacturing date: jan 27, 2021, expiration date: jan 27, 2026. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.